Manufacturer narrative:
There is no allegation that the reported vse instrument error message issue caused or contributed to the reported bleeding event. The customer confirmed that the bleeding was unrelated to the vse instrument issue. The vse instrument was returned to isi for failure analysis evaluation. A visual inspection found no damage to the blade or the blade cable. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully on 3 of 3 attempts. There was no physical damage observed during testing. There was one e-100 generator recoverable error shown in the logs; however, it is not a failure. A high-impedance error is triggered when the user attempts to seal or transect too much tissue between the jaws. A review of logs was unable to verify any failures with the instrument. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted high anterior rectal resection procedure, the vessel sealer extend (vse) instrument appeared to have a defective or broken blade. An error message stating "blade is extended" was displayed. The vse instrument had been fully inspected by the surgical staff prior to use, with no issues identified, and there were no collisions with other instruments. No fragments were retained in the patient. When bleeding occurred at the site, the surgical team opted not to contact intuitive surgical, inc. (Isi) technical support and immediately replaced the instrument with a new vse instrument to proceed with the procedure. Hemostasis was achieved using monopolar and bipolar coagulation techniques in conjunction with the backup vse instrument. The surgeon described the bleeding as neither excessive nor unexpected, with an estimated blood loss of approximately 200-300 milliliters. According to the surgeon, the bleeding was attributed to previous surgery performed a few weeks earlier and associated scarred areas. The procedure was completed robotically. The customer confirmed that there were no incidents of blood loss related to the vse instrument device issue.